Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. After placing approx 15 clips properly, the clips began to scissor. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): malformed clip. Evaluation summary: the analysis results of the er320 found that it was received with one clip in jaws. The device was cycled, fed and formed six scissor clips class iii. However, it could not be determined what may have caused the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.